Event description:
On (B)(6) 2012 the lay user/patient's mother contacted lifescan (lfs) from (B)(6) alleging that the patient's onetouch pro meter was prompting an unknown error message that resulted in the total loss of the subject meter's memory. The patient did not allege any harm or injury because of the reported issue. At the time of troubleshooting the patient's mother stated that the subject meter had prompted a "fatal error" message. During troubleshooting the customer care representative was able to resolve the alleged message. However, the alleged memory loss was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message that resulted in the total loss of the subject meters memory. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.